Event description:
It was reported when using the bd minidraw¿ h&h capillary blood collection tube there was 1 clotted sample. The sample was recollected. There were no other health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 45 retention samples from bd inventory were evaluated by visual examination and 8 by functional testing. No issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.